Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L5-s1 instrumentation using viper2 was initially performed on a patient with spondylolisthesis on (B)(6) 2013. Then the left screw was broken 1 year after the surgery and the right screw was broken in this (B)(6). As the bone adhesion was confirmed, the screw removal surgery was performed on (B)(6) 2015. All broken pieces left in the patient body were removed by pliers for schantz screw. The surgery was successfully completed with a 30 minute delay. According to the physician, the patient took exercise so hard on a daily basis as a softball catcher of the national champion team that the screw might have been broken. In addition, she was so young that the screws were not loosened from the bone.

Manufacturer narrative:
Two (2) viper mis cannulated 7x35mm top loading poly screws [product code: 1867-15-735, lot no: anldtj] were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the samples broke at the transition zone between the screws¿ polyaxial spheres and the screw shanks.the fracture analysis report indicated that the fractured surfaces of the samples exhibited smooth and grainy/rough regions, indicative of fatigue failures. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions the root cause for the polyaxial screws breaking cannot be positively determined. However, the fracture analysis report indicated that the fractured surfaces of the samples exhibited smooth and grainy/rough regions, indicative of fatigue failures. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.